Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures were not returned. The cleat is partially extended. Bio debris is present. A functional evaluation showed the ratchet will not lock and can fully extend the cleat down and back up. An analysis of the customer provided image found a q-fix insertion device inside a tray. No anchor can be clearly seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include: (1) excessive force, (2) bone hole not clear of material. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the repair of labrum tear, the deployment of a 1.8mm q-fix all suture anchor failed, the insertion site was cleared of all debris prior to insertion. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up in an additional drilled bone hole. A void was left in the patient, and no further complications were reported. Patient status is fine.